Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined to remove site, so root cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose was 183 mg/dl. Tandem technical support reviewed t:connect and pump is operating as intended.